Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination of the device found that there were multiple hypo tube kinks along the full catheter length. No issues were noted with inner or outer polymer extrusion. There was kink 7mm proximal to the mid shaft bond. The undamaged section of the crimped stent od (outer diameter) was measured and is within max crimped stent profile measurement. Strut 1 and 4 on the distal end of stent deformed and twisted. No issues were noted with the balloon. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-dec-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery. A 3.00x38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.